Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the jet tube. There was no patient involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leak from the biopsy channel, disallowing a proper reprocessing of the device. A further cause of the leakage could not be presumed. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in "evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.